Manufacturer narrative:
The handpiece has not been returned. A product analysis has not been performed.

Event description:
It was reported that the handpiece did not work. Follow-up information received indicates that the handpiece got hot before the procedure. Requests for additional information have been made regarding the hot handpiece, with no additional information provided at this time. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.